Event description:
Spontaneous inbound call from (B)(6) on call supervisor, stating the patient called with pump issue and provided patient information to call. Called patient regarding cadd legacy pump, patient on veletri and both of her pumps are showing high pressure. Per patient, she changed out tubing and no tangle or occlusion visible. Patient stated that the cassette had small air bubble and wanted to know if that could cause the error. Advised that pump is detecting occlusion downstream which means patient was upset that she had to go to the hospital and have the central line checked out and displayed anger over having to be veletri and disconnected the call. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Unknown. Is the actual device is available to be returned for investigation? Yes. Did we replace device? No. Race, pregnancy, smoking and alcohol use liver/kidney problems etc. Either the tubing or central line could be the problem. She confirmed that the tubing was not occluded advised that both pumps are showing the same alert it is best to go to the hospital and have the central line checked out. Reported to (B)(6) by patient/caregiver.